Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were unable to be reproduced due to a constant reload set alarm. The alarms were confirmed during a review of the event history log. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation found the cause to be a failed upstream sensor with continuity across the ultrasonic sensor crystals. The failed upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.